Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had multiple arrhythmic episodes within fourteen days of an right ventricular (rv) lead implant. It was suspected that the episodes may have been proarrhythmic effects of the implant of the lead. Appropriate therapy was delivered to resolve the episodes and the lead remains in use. The patient is a participant in the evera MRI clinical study. No patient complications have been reported as a result of this event.